Event description:
It was reported that during the implant attempt there was difficulty extending the lead helix within the patient body. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4); the full lead was returned for analysis and no anomolies were found. The inner tubing appeared to be kinked or buckled and there was blood in/on the helix/lobe mechanism. The lead appeared to be damaged at implant.